Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, interrogation revealed auto mode switch episodes due to noise on the right atrial channel. The noise could be reproduced with arm movement. A patient notifier alert was felt by the patient and low atrial lead impedance measurements were observed. Lead insulation damage was suspected. No intervention was performed at that time. The patient was in good condition.